Event description:
Discordant calcium, glucose, and co2 results were obtained with patient samples on an advia 1650 chemistry analyzer. The samples were initially tested on the advia 1650, and were subsequently rerun automatically by the system. The laboratory considered the automatic rerun results to be discordant with the initial results. The discordant results were not released to the physician(s). The samples were retested on the laboratory's other chemistry analyzer (an advia 1800) and the results were reported to the physician(s). There were no known reports of patient treatment being altered or prescribed due to the discordant calcium, glucose and co2 results. There were no known reports of adverse health consequences due to the discordant calcium, glucose and co2 results.

Manufacturer narrative:
A siemens healthcare diagnostics inc. Fse (field service engineer) was dispatched to the customer site for instrument evaluation. After evaluating the instrument, the fse found the dwud (dilution tray wash unit ) probe 3 was dripping during wash. The fse determined that the discordant calcium, glucose, and co2 results were due to a bad seal on the wp1 (reaction tray wash pump 1) which caused the dwud probe 3 to drip. He replaced the seal, checked the function, and ran a precision run (with good results). The fse also ran qc material, and the results were within range. The instrument is performing according to specifications. No further evaluation of the system is required.